Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's reservoir herniated out of place from its normal location next to the bladder to the infrapubic area above the base of the penis due to perforation. An inflatable penile prosthesis (ipp) revision surgery was performed to remove and replace it. The device was working before and works after the procedure, no device issues were noticed. The patient is expected to fully recover.